Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device after a diagnostic coronarography and angioplasty procedure. Reportedly, at the moment of the needle plunger retrieval, the suture was not connected to the relative needle; the sutures were connected to the device. Manual arterial compression was used for approximately 20-30 minutes to achieve hemostasis. The patient experienced discomfort during the application of the manual compression; however, there was no adverse patient sequela. The physician indicated the vessel calcification was less than 50%. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be performed because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency.